Event description:
A customer reported that a system is not aspirating as it used to during a procedure. Patient impact is unknown. Additional information and product sample have been requested for this event. There are no new updates received at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint is not known; a sample has not been returned for investigation. (B)(4).